Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transapical approach during the procedure, the certitude delivery system balloon burst during valve deployment. The valve was fully deployed and then the balloon burst before deflation. The valve was in good position and did not require any post dilatation. The clinical team expected this burst due to calcified annulus. There was no impact on patient. The burst balloon was retrieved intact without any problem. Patient was fine post procedure. It was a straight forward access and the valve preparation was performed by certified crimper.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed due to unavailability of the product returned nor imagery provided. Available information suggests that patient factors (calcification) likely contributed to the event as the description indicated presence of calcification in patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.